Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007 the patient presented with pre-op diagnosis of l4-5 discogenic bulging, painful lumbar discogenic syndrome and stenosis. The patient underwent following procedures, l4-5 laminectomy, discectomy, plif, l4-5 instrumentation with pedicle screw fixation, posterolateral arthrodesis, utilization of bmp in conjunction with local bone for both interbody arthrodesis and posterolateral arthrodesis. Per op notes, peek capstone interbody prosthesis were selected and central core of each prosthetic was filled with an absorbable sponge impregnated with bmp. These were bilaterally tamped and countersunk into position at l4-5. Then tsrh pedicle screw system was chosen. The pedicles were decorticated, probed and pedicle screws were secured into position. The pedicle screw posts were attached to universal connector, attached to longitudinal rods. These were tightened and then set screws were torqued free. Next posterolateral arthrodesis was accomplished. L4 ,l5 transverse processes were decorticated with drill. The posterolateral bed was then packed with bmp, local graft, bone graft matrix.